Event description:
The 3100a high frequency oscillatory ventilator was on a very sick patient and the bellows/watertrap was not draining. Rt made call to sensormedics customer care, who recommended that the bellows/ watertrap be removed from the ventilator and re-placed with another bellows/watertrap. Rga was issued for the return of the defective bellows/water-trap. There was no patient compromise.